Event description:
The customer reported that she was hospitalized due to acute pancreatitis. The customer's blood glucose levels at the time of the event were between 400 and 500 mg/dl. The customer was not on insulin pump therapy at the time of the call, but assisted her with rewinding the insulin pump as it was beeping due to being in rewind mode. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.